Event description:
It was reported that a stent was implanted in ostium of the rca. The vision stent advanced through the ostial stent in order to treat a lesion distal to it in the mid rca (contrary to IFU). After the deployment at 16atm, the balloon would not deflate despite several attempts. Force was used to withdraw the balloon in a fully expanded state from the anatomy. There was no patient injury.